Event description:
A malfunction alarm labeled malf 9 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump successfully, and the issue did not recur afterward. The customer was advised to continue using the pump and was instructed to call back if the malfunction alarm appeared again, which the customer acknowledged and understood.